Event description:
It was reported that during a laparoscopic gastric bypass procedure, during creation of the pouch a blue cartridge was used and cut but did not staple. Numerous cartridges were used before and a few after. All of them worked fine. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: I am sending all of the ecr60b cartridges used for review, since they did not isolate the one that didn't work.